Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited inappropriate interpretation of signals in which device misinterpreted supraventricular tachycardia episodes as ventricular tachycardia. No intervention was performed. The patient was stable.